Event description:
The contact stated the customer was showing symptoms of hypoglycemia. She was disoriented and her lips were tingling, but her blood glucose tested at 12.6 mmol/l with her breeze meter. Paramedics were called and they tested the customer's blood glucose at 1.0 mmol/l using their meter. The customer was treated with glucose before she was taken to the hosp. The customer's blood glucose was tested again at the hosp using a lab test and the customer's meter. The lab result was 1.5 mmol/l, while the customer's meter read 16.5 mmol/l. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer's meter is to be returned for evaluation.